Event description:
It was reported that a crack on the fiber was noticed when plugged in. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber jacket fiber was stripped exposing some of the glass material. There was no physical break on the fiber, it measured 248 cm. The reported fiber break could not be confirmed. It is likely that during the procedure the fiber was being prepared and was stripped causing some of the fiber jacket to lift below the fiber tip. The fiber jacket lifting made it seem like there was a break/crack on the fiber when plugged into the console. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Insert the fiber into the stripper so that the tip extends two centimeters past the blades. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that a crack on the fiber was noticed when plugged in. The procedure was completed with another device. There were no patient complications.